Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient's wife reported that the patient was diagnosed with a mild stoma infected and was prescribed a week of unknown oral antibiotics. The primary healthcare center nurse cured the stoma and apparently burned it with silver nitrate, despite not having any granuloma. On (B)(6) 2021, it was reported that the stoma improved and the neurologist prescribed antibiotic ointment mupirocin twice a day for 4 or 5 days.